Manufacturer narrative:
The reported complaint was confirmed. The srt replaced the liquid crystal display (lcd) inverter printed circuit board assembly (pcba). Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the central control monitor (ccm) screen was flickering. There was no patient involvement.